Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was experiencing blood glucose levels up to 400 mg/dl with tiredness. The pump was reviewed with the reporter and confirmed that the pump settings were correct. The pump history confirmed that there were no unexpected stops in insulin delivery. The pump prime history was reviewed and found that the patient was changing sites every 3 days appropriately but was not always performing the fill cannula step. The reporter was advised that there was no indication of a product malfunction related to the event and advised the reporter to discuss the criteria for site changes and possible settings adjustments with a health care provider. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.